Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: received for analysis was the delivery catheter. The stent had detached from the balloon and was not returned for analysis. An examination of the balloon found that the balloon was tightly folded with stent crimp marks evident. Some blood was visible in the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the additional information received on (B)(4) 2013. It was reported that the stent dislodgement outside the patient occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 2.25x20mm promus element stent delivery system was selected to treat the lesion. During the procedure, the device was introduced in to the body. However, the stent came loose when the physician withdrew it from the patient and it fell on the scrub sheets instead, not inside the patient. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent came loose when the physician withdraw the stent delivery system from the patient and it fell on the scrub sheet instead, not inside the patient.